Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the membrane leak test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Additional contact information: person name:(B)(6). Occupation:biomedical engineering it was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "failed membrane leak test". A getinge field service engineer (fse) had evaluated the unit and replaced the (d202-00-0140) safety disk, drive which corrected the membrane leak failure. There was no involvement of the patient. The defective components were received for further investigation. The nrc verified the failure of the safety disk failure of the membrane differential pressure with the results of 6 mmhg. Factory specification is +/- 6mmhg. The nrc also verified the failure of leak test with a result of -98 mmhg. Factory specification is +/- 10 mmhg. Sending the safety disk to sustaining engineering for failure analysis per procedure 0002-07-d008 rev aj. This part is no longer going to sustaining for further analysis. The investigation is completed. Retaining this part in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.